Event description:
Leakage between the easypump and onguard luer lock adapter. Manufacturer response for easypump ii lt 270-54-s-us, b braun medical (per site reporter). B. Braun medical provided a complaint number, and provided a response letter.